Manufacturer narrative:
Patient's weight was unavailable from the site. However, the patient's bmi was (B)(6). The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove 1 left ventricular (rv) and 2 right ventricular (rv) pacing leads due to gram positive infection. The physician began the extraction on the rv lead 6947. A spectranetics lead locking device (lld) 518-019 was inserted into the lead and the physician was lasering along the lead with a spectranetics 14fr glidelight laser sheath when progress stalled in the distal subclavian. Physician up-sized to a spectranetics 16fr glidelight laser sheath and was able to continue, the 16fr glidelight reached the right atrium (ra) and the lead pulled free. At this time the patient's blood pressure began a steady decline, and an effusion was detected via transesophageal echocardiogram (tee). Rescue interventions were implemented. An injury was detected in the rv. A large plug of tissue was noted on the lead that was extracted at the tip. Physicians agreed that the lead was likely perforated given the size of the tissue plug and the length of the tissue plug on the end of the extracted lead. The bleeding had resolved itself by the time access to the injury was achieved although the physician put a suture around the injury site to ensure the injury would resolve. Physician continued the lead extraction with an open chest removing the other 2 leads without issue. Physician did not think the spectranetics devices contributed to the injury.